Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post paced t wave oversensing observed via a merlin.net transmission. Reprogramming was recommended. The patient condition was unaffected.